Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with 3 syringes of juvéderm® ultra in the mid and lower face. The patient is now experiencing ¿hard, nodule, granuloma type of side effects.¿ biopsy of the granuloma was not provided. Hcp treated the area with "hylanex."